Event description:
Customer reported that the battery of their pump was no longer charging. There was no information provided regarding the impact on the customer's blood glucose level. No additional information was received regarding the outcome of the event.